Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had issue with tower door 2 triple click due to a faulty micro switch. A field service engineer turned off system and replaced micro switches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the tower door 2 clicks and had recurring failures. The customer reported that this malfunction occurred when the user tried to issue medication to a patient, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.